Manufacturer narrative:
H.6.- conclusion code 22 - known inherent risk of device.

Manufacturer narrative:
Date of event- updated date of event to (B)(6) 2019.

Event description:
The following was reported to gore: on (B)(6) 2014, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date, a follow-up imaging showed a suspected distal type I endoleak in the right limb and aneurysm enlargement (amount unknown). On (B)(6) 2019, an additional procedure was performed to treat the distal type I endoleak. A contralateral leg endoprosthesis was implanted for the distal extension on the ipsilateral leg endoprosthesis. During this additional procedure, the type ii endoleak was confirmed. However any vessel was not embolized. After the endoprosthesis was deployed, the imaging identified no endoleak. The patient tolerated the procedure.